Event description:
The following has been reported: this pump has been involved in an incident (no patient harm); it is being sent in for a manufacturer log review / verification. Staff report that the pump was set up for infusion on (B)(6) 2025, 13:25, at 1ml/hr with a 50ml braun omnifix syringe. Staff report that the device was checked three times, according to the chart, but did not provide times checked. They stated that only 1ml had been infused. The patient's family pointed out that the line was clamped. According to staff, the line was unclamped, but the device was still not infusing. According to the pump's event log, the infusion was ultimately stopped approx. 9.6h later, at 23:19:40, with only 0.810ml infused. Another infusion was started at 23:19:56, again at 1.0ml/hr, and was stopped just over an hour later, with an expected volume infused of 1.12ml. The staff report that the pump was removed from use at 00:30 on (B)(6) 2025. Although the staff report that no audible alarms occurred, the speaker was verified as working, and a trial run by myself on (B)(6), with the clamp in place, activated the alarm as expected, repeatedly. Verification tests were also performed, which the pumps passed without issue. We would like the pump logs reviewed and pump reverified before placing back in clinical use. Please note, the pump's housing is dislodged at the bottom left. This has been left in place, as we wanted the device checked as received. After verifications, the pump can be opened and reseated as necessary. Any events in the pump's log dated after 2 feb 25 are actions performed by medical physics. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event. The infusion was stopped many times by occlusion alarms. From on (B)(6) 2025, at 13:40:59, to 23:19:54, the total volume infused recorded was 9.046 ml and not 0.810 ml as mentioned in the description. The last infusion started on (B)(6) 2015, at 23:19:54 has recorded a total volume of 1.118ml. The reported device was received in brézins for investigation. According to our investigation, a dislodged housing of the pump was observed during the external visual inspection which may suggest that the device was dropped, but there is no link with the reported defect. Reproducible tests have been carried out and the first test was a displacement test and was compliant. A flowrate was launched at 1 ml/h for 50 hours and the flow rate accuracy was -2.48 which was compliant compared to IFU specifications (+/- 3%). Occlusion tests were then carried out and were all compliant. Quality control was then successfully completed with no malfunctions detected. The internal check revealed a crack on the motor flask which also may suggest that the device was dropped, but there is no link with the reported defect. Based on the logs the pump had probably occlusions on the reported event date but no technical causes which could have triggered an unexpected occlusion were found. For this complaint, the reported issue could not be confirmed using the logs and reproduced therefore no root cause was identified and this complaint is not valid. However, it is recommended to change the motor flask. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.